Event description:
Caller reported a malfunction on the pump, displaying malfunction code 12, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump with updated software. The customer was instructed on how to handle the return of the faulty pump, including putting it into storage mode and sending it back using a pre-paid shipping label. Although the customer resides overseas, arrangements were made for the replacement pump to be received by a friend or family member in the u.s. And then shipped to the customer in france.